Manufacturer narrative:
Ocd performed retain testing, batch review, product support testing and complaint review by lot. Sample was not returned to ocd for further investigation. Unable to confirm what customer reported for anti-b microwell. Mxp1599009, qerts# 325024. Sample was not available to be sent to ocd for further investigation.

Event description:
Customer is reporting a false positive reaction in the anti-b microwell of abd/rev gel card lot# 102413037-63 with a patient sample known to be apos. The same sample reacted negative with the anti-b microwell of another gel lot. Issue started on: (B)(6) 2014. Frequency: 1 sample. Methodology used: manual gel. Reaction grade obtained: 2+. Customer was expecting: negative. Test repeated: yes. Result obtained by repeating: 2+. Method used to repeat: manual gel. The patient has a previous history of being apos. The patient sample is a pre-delivery sample of a woman in labor. No history of fetal maternal hemorrhage. Previous antibody history negative. The sample was first tested with lot 102413037-63 and the anti-b well was 2+. The sample was repeated multiple times by different techs. The cell suspension was repeated during each retest. For one retest the patient cells were washed before resuspending with the mts diluent 2plus. All repeat testing was positive in anti-b microwell. All of the control wells were negative. All gel cards appeared acceptable fo use, no dry gel, no low levels, no bubbles. The mts diluent2 plus did not appear contaminated. Different diluent bottles of the same lot were used. The same sample was then repeated using another lot of mts gel cards. The anti-b microwell was clearly negative. All qc was acceptable for all lot numbers. This was the only type a patient that was tested on (B)(6) 2014. No issues reported with other samples tested. Associated reagent: card/(B)(6) 2014. Started to be used: in use for several weeks. Last qc run: (B)(6) 2014. Patient pregnant: yes. Sample type: edta. Visual appearance before use: acceptable. All gel cards were visually acceptable before use. The diluent does not appear to be contaminated. Ocd requested that the customer run several type a and type o samples with lot 102413037-63 as part of troubleshooting. The customer will do so and will call back. The customer called back to report they tested 2 other patients with lot 102413037-63. Both patients reacted as expected, no false positive results in the anti-b microwell. The customer states they are a small facility and do not have a lot of type a samples to test nor do they have any type o patient samples. The customer could only test the 2 type a samples. The same diluent bottle was used for testing. The customer suspects the issue is the patient sample, either sample integrity or interfering substance. Ocd recommended that the customer request a second sample to test. The customer states since the patient is rhpos they will not be getting a second sample. The customer could not confirm if the nurse will draw a second sample. The customer will continue to use the lot of gel cards since the qc is not affected and other type a patients were tested without issue. The customer has agree to call back if a second sample is tested but could not be definitive if the sample will be drawn.